Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The type and cause of regurgitation varies depending upon multiple factors. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received patient and/or technique related factors may have contributed to the event but the root cause remains indeterminable as edwards was unable to evaluate the device and no echocardiogram images were received for review.

Event description:
Edwards received information that a 25mm mitral pericardial valve was explanted due to paravalvular leak.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve the device and additional information are in process. If additional information is received a supplemental MDR will be submitted. Without return of the device or additional information the clinical observation cannot be confirmed and cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm mitral pericardial valve was explanted due to unknown reasons after an implant duration of four (4) years, ten (10) months. The patient also underwent tricuspid valve repair during the procedure with a 26mm annuloplasty ring.